Manufacturer narrative:
The following potential lot numbers: d4: medical device lot#: 22085205. D4: medical device expiration date: 06aug2025. H4: device manufacture date: 06aug202.2 d4: medical device lot#: 22085206. D4: medical device expiration date: 08aug2025. H4: device manufacture date: 08aug2022 d4: medical device lot#: 22085315. D4: medical device expiration date: 08aug2025. H4: device manufacture date: 08aug2022. D4: medical device lot#: 22085316. D4: medical device expiration date: 09aug2025. H4: device manufacture date: 09aug2022. D4: medical device lot#: 22085026. D4: medical device expiration date: 05aug2025. H4: device manufacture date: 05aug2022. D4: medical device lot#: 22085027. D4: medical device expiration date: 06aug2025. H4: device manufacture date: 06aug2022. D4: medical device lot#: 22085265. D4: medical device expiration date: 05aug2025. H4: device manufacture date: 05aug2022. D4: medical device lot#: 22066071. D4: medical device expiration date: 22jun2025. H4: device manufacture date: 22jun2022. D4: medical device lot#: 22066072. D4: medical device expiration date: 22jun2025. H4: device manufacture date: 22jun2022. The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 07-feb-2023. Investigation summary: the customer reported the tubing was leaking, and returned the affected sample. The sample was tested in the lab and no leak was found. Priming and loading with a syringe found no leaks, despite pressure. The complaint could not be verified and the root cause is unknown without a known failure. Smart site ID found (9) potential lot numbers. Device history record review for model :2420-0007, lot number: 22085205 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 06aug2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Device history record review for model: 2420-0007, lot number: 22085206 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08aug2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Device history record review for model: 2420-0007, lot number: 22085315 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08aug2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Device history record review for model: 2420-0007, lot number: 22085316 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 09aug2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Device history record review for model: 2420-0007, lot number: 22085026 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 05aug2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Device history record review for model: 2420-0007, lot number: 22085027 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 06aug2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Device history record review for model: 2420-0007, lot number: 22085265 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 05aug2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Device history record review for model: 2420-0007, lot number: 22066071 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 22jun2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Device history record review for model: 2420-0007, lot number: 22066072 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 22jun2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set leaked during use. The following information was provided by the initial reporter: "alaris tubing found to be leaking - IV line was wet and sticky. Could not visualize exact leaking point."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set leaked during use. The following information was provided by the initial reporter: "alaris tubing found to be leaking - IV line was wet and sticky. Could not visualize exact leaking point."